Event description:
This intellicuff device was delivered to a hospital on (B)(6) 2022 in response to cer 101011. It works strangely, but always causes "cuff system leakage" when connected to normal et tubing. The motor is constantly pressurized. When checked with a closed tube, it holds pressure at about 25 hpa, but at pressures higher than 40 hpa, "cuff system leakage" sometimes occurs. A video comparing the intellicuff with other intellicuffs is attached. The device on the left side of the "comparison of et tube and closed tube" video is the subject.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 3 years ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the device was in use. The root cause was determined to be due to the motor remaining stationary and not working as specified. As a result, the unit was replaced. There was no patient or user harm.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 3 years ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the device was in use. The root cause was determined to be due to the motor remaining stationary and not working as specified. As a result, the unit was replaced. There was no patient or user harm. Hamilton medical ag complaint number: cer (B)(4) follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information as requested. Updated fields.

Event description:
This intellicuff device was delivered to a hospital on july 19, 2022 in response to cer 101011. It works strangely, but always causes "cuff system leakage" when connected to normal et tubing. The motor is constantly pressurized. When checked with a closed tube, it holds pressure at about 25 hpa, but at pressures higher than 40 hpa, "cuff system leakage" sometimes occurs. A video comparing the intellicuff with other intellicuffs is attached. The device on the left side of the "comparison of et tube and closed tube" video is the subject.